Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the o-ring from a cartridge became detached from the cartridge and stuck onto the pump. Customer's blood glucose level was 234 mg/dl. Reportedly, the customer reverted the manual injections for insulin therapy.